Event description:
It was reported that during the implant procedure, wireless telemetry functioned until the hand-off to the physician. There was no wireless telemetry for 15 minutes, until the wand was put into a sterile sleeve and the device was "tapped", whereupon wireless telemetry was regained. It was noted that the physician was not using a headlamp, and that the programmer was about two feet from the device and never regained wireless telemetry. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).